Event description:
The customer was hospitalized for high bgs a week before. Troubleshooting was intended to perform. However, the batteries were removed and the pump could not be tested. Also the customer did not have another infusion set. It was stated that the pump was completely empty. The customer indicated that they do not follow the two high bg rule. The customer was disconnected from the pump at the time of call. A replacement pump was requested.